Event description:
It was reported that the patient presented via merlin.net transmission. Analysis of the transmission showed that there was under-sensing of r waves. No programming changes were made and patient will continue to be monitored. No patient consequences were reported.